Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 377845, lot# v490000003, implanted: (B)(6) 2010, product type lead; product ID 377845, lot# v490000001, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, lot# n257031, product type accessory. (B)(4).

Event description:
It was reported that a patient was not able to adjust stimulation with the patient programmer and while trying to decrease settings, the patient got the ¿ins (implantable neurostimulator) in the box¿ screen no matter what he did. It was noted that the patient began by syncing. It was reported that the patient recharged the device to 100 percent two hours prior to interrogating the device and everything was working fine at that time. The reporter stated that stimulation was too high and the patient was going to decrease the settings but was only getting the ins in the box screen. An antenna locate and a short physician mode recharge were done and this did not solve the issue. It was noted that a manufacturing representative was going to get in touch with the patient.